Manufacturer narrative:
Reporter is a synthes employee. This mre review is for sterilization procedure only: part: 402.218s. Lot: l944589. Manufacturing site: (B)(4) supplier: (B)(4). Release to warehouse date: 20.june 2018. Expiry date: 01.june 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in (B)(4). Part: 402.218. Lot: l924236. Manufacturing site: (B)(4). Release to warehouse date: 08.june 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Summary of the manufacturing investigation: the complaint condition will be rated as confirmed, due the visible damages at the stardrive recess. As per selected investigation flow the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent a surgery with the locking screw in question. When the surgeon opened the package of the locking screw a foreign material like metal powder adhered to the locking screw. The surgeon tried inserting the screw but had difficulty and was unable to insert it. The surgery was completed using another screw and was delayed by less than 30 minutes. This report is for one 2.7mm ti locking scr slf-tpng with t8 stardrive recess-18mm. This is report 1 of 1 for (B)(4).